Event description:
Endopath ets flex 45 endoscopic articulating linear cutter malfunctioned during the creation of the gastric pouch during a gastric bypass surgery. The cutter failed to dispense all staples and cut the desired tissue. An alternative cutter was obtained and was effective.